Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. During the incoming functional testing, a 1 hz simulated normal sinus rhythm signal was applied to the monitor, followed by a 5 hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5 hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the audio messaging and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a monitor malfunction. Electrode belt sn (B)(4) has not yet been returned. Based on the available download data, there is no information to suggest any electrode belt malfunction contributing to the patient's death.

Event description:
A us distributor contacted zoll to report that the patient passed away on (B)(6) 2016 while wearing the lifevest. The patient was unconscious and at home at the time of the event. A review of device download data reveals that the patient was in nsvt (220 bpm) at 01:50:05. At 01:57:25 the patient's rhythm degraded to asystole. The lifevest delivered one treatment during asystole at 02:03:05. The patient remained in asystole following the treatment. The lifevest considers asystole to be a non-treatable rhythm. Oversensing of low-amplitude cardiac input signal contributed to the false detection. Device download data suggests that CPR began being performed on the patient at approximately 02:06. The lifevest electrode belt was disconnected at 02:32:05 and the device was shut down at 02:51:08. The patient subsequently passed away. There is no indication that the treatment contributed to the patient death, as the patient was in a non-treatable, non-life sustaining rhythm prior to the treatment.